Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected rewind or loud anomalies noted. No unexpected failed battery alarm anomalies noted. No excessive no delivery or occlusion alarm noted. Device received with minor scratched lcd window, cracked lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump button had to press more than once. Customer's blood glucose level was unknown. Customer stated insulin pump had scratches on screen and polarized sometimes. Customer also stated insulin pump had random unexplained no delivery alarms and had to rewind more than once few times. Customer stated insulin pump rejects new batteries and motor was sluggish. The insulin pump will not be returned for analysis.